Manufacturer narrative:
Medwatch sent to FDA on 8/10/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported that immediately after injection in the nasolabial folds with one syringe of juvederm ultra xc, the patient experienced a vascular occlusion on the right side nasolabial fold. Patient was treated with nitro-bid, warm compress, a "broad spectrum antibiotics and a steroid." The event had completely resolved within 6 days of injection.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of vascular occlusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling addresses the reported event of vascular occlusion as follows: warnings: "the product must not be injected into blood vessels. Introduction of juvéderm® ultra xc into the vasculature may occlude the vessels and could cause infarction or embolization." Post-market surveillance: "the following adverse events were received from postmarket surveillance for juvéderm® ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: allergic reaction, blister, inflammation at the injection site, paresthesia, infection at the injection site, bleeding at the injection site, skin rash, malaise, headache, blanching, vision abnormalities, abscess at the injection site, urticarial, herpes simplex, telangiectasis, angioedema, flu-like symptoms, nausea, vascular event, dyspnea, dermatitis, granuloma at the injection site, and scar."

Event description:
Healthcare professional reported that immediately after injection in the nasolabial folds with one syringe of juvederm ultra xc, the patient experienced a vascular occlusion on the right side nasolabial fold. Patient was treated with nitro-bid, warm compress, a "broad spectrum antibiotics and a steroid." The event had completely resolved within 6 days of injection.